Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support resolved the issue by sending a replacement pump, and the caller was instructed to contact their healthcare provider for backup therapy. Additionally, instructions were provided for returning the problematic pump.